Event description:
In 2004 1630 hrs, a single lumen v-cath 380-75 was inserted into the right arm of a pt. The pt rec'd tpn at a flow rate of 84ml per hr continuously round the clock using an infusion pump. Two days later, at 1330 hrs, the pt complained of bleeding at the site of insertion and a staff nurse discovered that the external portion of the catheter was not at the site but rather fallen off onto the pt's lap. They suspected the remaining portion was still lodged in the pt. The pt was sent for surgery at 2040 hrs the same day and the remaining portion of the catheter was removed."